Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Prior to elective device replacement, noise resulting in oversensing was observed on the right ventricular (rv) lead. X-ray imaging was performed and rv lead externalized conductors were observed. The rv lead was capped and replaced to resolve this event. The patient was stable.